Event description:
It was reported that when using the BD Pyxis¿ MedStation¿ ES Auxiliary, a strong burning smell came from the station. Power to the station was turned off immediately. A fuse was identified as the source of the electrical issue that caused the station to shock. No visible smoke was observed; however, the burning odor persisted from the station.The customer stated that there was a delay in patient care.As per part investigation, it was determined that the failure was attributed to a faulty J5 connector that shorted the pins of the flat flex cable, resulting in thermal damage to the connector housing and capacitor C47. This condition compromised drawer communication and ultimately led to the reported malfunction.There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A REVIEW OF THE COMPLAINT HISTORY FOR SN: (B)(6) WAS PERFORMED IN SALESFORCE WHICH DID NOT LOCATE SIMILAR COMPLAINT(S) WITH THE SAME FAILURE MODE FOR THIS SERIAL NUMBER. A REVIEW OF THE DEVICE HISTORY RECORD FOR SN: (B)(6) WAS PERFORMED FROM THE DATE OF MANUFACTURE, 21-SEP-2016 AND CONFIRMED THAT THIS DEVICE WAS NOT PREVIOUSLY RETURNED FOR SERVICING AND THERE WERE NO PRODUCTION FAILURES WHICH CORRELATES TO THE CUSTOMER REPORTED ISSUE. UPON INVESTIGATION OF THE ACTUAL DEVICE USED IN THIS INCIDENT, IT WAS DETERMINED THAT AUXILIARY LEGACY DRAWERS 2 AND 3 WERE FAILED AND NOT DETECTED ON THE BUS WITH FAULTY PYXIBUS CONTROLLER BOARD AND FLAT FLEX CABLE. A FIELD SERVICE ENGINEER (FSE) REPLACED THE PYXIBUS CONTROLLER BOARD AND FLAT FLEX CABLE. TWO DRAWER CONTROLLER BOARD ALSO FOUND TO BE FAULTY, HENCE FSE REPLACED WITH FULL HEIGHT DRAWER, CONFIGURED WITH STATION AND CUSTOMER VERIFIED FUNCTIONALITY. THE SYSTEM FUNCTIONED AS INTENDED AFTER THE FIELD SERVICE ENGINEER REPAIRED THE DEVICE.

Event description:
IT WAS REPORTED THAT WHEN USING THE BD PYXIS¿ MEDSTATION¿ ES AUXILIARY, A STRONG BURNING SMELL CAME FROM THE STATION. POWER TO THE STATION WAS TURNED OFF IMMEDIATELY. A FUSE WAS IDENTIFIED AS THE SOURCE OF THE ELECTRICAL ISSUE THAT CAUSED THE STATION TO SHOCK. NO VISIBLE SMOKE WAS OBSERVED; HOWEVER, THE BURNING ODOR PERSISTED FROM THE STATION. THE CUSTOMER STATED THAT THERE WAS A DELAY IN PATIENT CARE. THERE WERE NO ADVERSE EVENTS OR INJURIES REPORTED BASED ON THIS EVENT.

Manufacturer narrative:
Additional Information: Section H Manufacturer Narrative, Section B Describe Event or Problem, Section D Device Available for Eval and Returned to Manufacturer onPART ANALYSIS:The reported condition of Pyxis devices Strong Burning Smell was confirmed by Field Service Engineer (FSE) and subsequently confirmed in the DCHU inspection process. The device was initially evaluated by the BD FSE under WO (b)(4). The FSE verified the customer issue. The auxiliary half-height legacy Drawer 2 was faulty. The Pyxibus Bus Controller Board 40 and the flat flex cable were identified as faulty. The Pixie Bus Controller Board and flat flex cable were replaced. The drawer controller board was also found to be faulty and required a replacement drawer. Additionally, the full height legacy Drawer 3, Row E, was not detected on the bus. The flat flex cable was replaced, and the customer was able to recover. The auxiliary half-height legacy Drawer 2 drawer controller board was found to be faulty. A full-height drawer was replaced. The customer successfully recovered after the configuration was completed.During DCHU Visual Inspection: P/N 151230-11: The part was received with signs of thermal damage on jumper connector J5. A closer inspection was conducted using a stereo microscope which revealed damage to the connector and component C47. During DCHU Testing: P/N 151230-11: Since thermal damage was detected, no testing was performed. The device was in use for treatment purposes as intended per 21 CFR 820.198(d). ROOT CAUSE:The root cause of the complaint is the faulty J5 connector that shorted the pins of the flat flex cable, which burnt the connector plastic casing and the capacitor C47. This damage compromised the drawers communication, leading to its malfunction